Manufacturer narrative:
E1:patient city: steinheim. Patient country: germany. Name medtronic minimed . Street 18000 devonshire street . City northridge. State ca . Zip code91325 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in germany. It was reported that the patient faced event on 21-apr-2026, where infusion set was bent causing hyperglycemia treated by manual injection.